Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose at the time of incident was 695 mg/dl. The customer stated that she has contacted her health care provider regarding the unexplained high blood glucose readings. During the hospital visit, the customer stated that her sugars were extremely high. The customer was given 10 units of insulin and was admitted for observation overnight. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to contact her health care provider concerning her high blood glucose readings.